Event description:
It was reported while using an unspecified bd syringe the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: with 1 vial that when needle was put in, it broke.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.